Event description:
It was reported during intra-aortic balloon(iab) therapy, the ICU nurse called to report the alarm for the last 28 minutes and they are unable to restart. There is no reported blood in the helium tubing and no visible kinks. Attempted pressing the iab fill key several times, and attempted dropping the augmentation control several bars without relief. Attempted log rolling the patient but this did not relieve the alarm. The catheter is in the femoral artery. The rn reports that the patient is stable and the physician had planned to remove soon. The patient was placed on a heparin drip prior to removal and physician removed it shortly thereafter. Patient is reported as stable. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the ICU nurse called to report the alarm for the last 28 minutes and they are unable to restart. There is no reported blood in the helium tubing and no visible kinks. Attempted pressing the iab fill key several times, and attempted dropping the augmentation control several bars without relief. Attempted log rolling the patient but this did not relieve the alarm. The catheter is in the femoral artery. The rn reports that the patient is stable and the physician had planned to remove soon. The patient was placed on a heparin drip prior to removal and physician removed it shortly thereafter. Patient is reported as stable. There was no reported injury to the patient.